Event description:
An elderly male patient with cad status post CABG, ischemic cardiomyopathy status post ICD and heartware ventricular assist device (vad), who presented in (B)(6) with 2 days of fatigue. He was found to be conducting in atrial fibrillation with rapid rates. One morning after admission, the patient was standing to use urinal at the bedside. The patient reports seeing an orange light on heartware monitor (indicating low flow) immediately before he fell to the ground sustaining laceration to forehead and skin tear to left arm and elbow. Upon review of his vad alarm history, it showed that his vad flows dropped below 1.5 immediately before the fall. A CT head scan was performed which did not reveal any acute pathology. Plastic surgery was consulted for evaluation of the forehead laceration. He was found to have a central forehead avulsion of the skin of 2x2cm with a very thin skin flap inferiorly based. There is a partial-thickness avulsion of the skin to dermis on the left lower forehead. The site was infiltrated with 1% lidocaine. Skin was divided inferiorly based skin bridge to thinly avulsed skin to convert to a graft. The edges of the graft were tacked to the surrounding skin. Repaired a small, linear laceration with 6-0 fast absorbing plain gut directly. Placed xeroform, 4x4 fluffs, and placed in a headwrap. At the time of the fall, patient was alert and oriented, call bell within reach. Following the fall, the patient reported that he did see the orange light on vad monitor on his waistbag prior to the fall. In vad alarm history, a low flow alarm was documented at 07:31am that morning. It is speculated that the low flows were related to the syncopal episode that resulted in the fall. Plastic surgery continues to follow while patient remains in-house for transplant evaluation. The head wounds are healing without complications.